Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the helmer refrigerator was not detected on the bus. A field service engineer (fse) reported that the customer had located the helmer keys and inserted the key for the helmer battery. The fse then turned off the battery and powered down the fridge. Following this, the station main was powered down. Once the helmer fridge was powered back on and had fully initialized, the station main was subsequently powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was off the bus the customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.